Event description:
Event description boston scientific crm received information that this left ventricular lead dislodged twice, requiring two revision procedures to attempt repositioning of the lead. In the second revision (08/17/06) the lead was explanted and replaced. Following this procedure, one of the patient's lungs collapsed. It is unknown if this complication was related to the second revision procedure.